Manufacturer narrative:
Investigation: two photos of two 3ml syringes in fully sealed blister packs from batch 9025592 were received and evaluated. It was observed one syringe was missing two grad lines and one syringe was missing one grad line both directly below the 112ml grad line. Both syringes are rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing scale defect is associated with the printing process. It may be caused by a worn etching on the print cylinder preventing the drawing from being properly transferred.

Event description:
It was reported that before use of the syringe 3ml ll euro 200 s/c the ink for the scale markings was missing. The following information was provided by the initial reporter: syringe missing ink on scale.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 3ml ll euro 200 s/c the ink for the scale markings was missing. The following information was provided by the initial reporter: syringe missing ink on scale.